Manufacturer narrative:
This report is for an unknown quantity of unknown synthes screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: mclaughlin, m.r., purighalla, v., and pizzi, f.j. (1997), cost advantages of two-level anterior cervical fusion with rigid internal fixation for radiculopathy and degenerative disease, surgical neurology, vol. 48, pages 560-565 (USA). The aim of this retrospective study is to compare is to evaluate the cost advantages and outcome of patients who underwent two-level allograft anterior cervical discectomy and fusion with or without rigid internal fixation. Between 1989 to 1994, a total of 64 patients were included in the study. These patients were divided to 2 groups: acdf group consists of 25 patients and rif group consists of 39 patients. Only the rif group underwent two adjacent level with allograft using synthes anterior cervical locking plates (synthes cslp, synthes spine, paoli, pennsylvania). Follow-up was 6 months to 4 years (mean, 31 months). The following complications were reported as follows: 1 patient had postoperative epidural hematoma requiring reexploration. 1 patient had superficial wound infection which were treated successfully with oral antibiotics. This report is for an unknown quantity of unknown synthes screws. This is report 4 of 4 for (B)(4).